Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported inflation and deflation issues cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced inflation and deflation issues with an ambicor penile prosthesis (app). Troubleshooting was attempted to no avail. A replacement surgery was performed in which the existing app was removed and a new inflatable penile prosthesis (ipp) was implanted. No air or holes were observed in the device. There were no patient complications.